Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the device reset was successful. The rep planned to meet with the patient on (B)(6) 2018 once the ins was charged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator for reflex sympathetic dystrophy syndrome. It was reported that shortly after a motor vehicle accident on (B)(6) 2018, the battery started acting ¿weird¿ and it became more difficult to charge which led to an overdischarge. The event date was noted as (B)(6) 2018. The manufacturer representative was attempting a device reset; however, the issue was not resolved at the time of the report. A surgical intervention did not occur and is unknown if one would be performed. There were no patient symptoms or complications reported. The patient¿s medical history includes ¿alla penicillin.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative and confirmed with a health care provider regarding the patient. It was reported that the cause of the high impedances was not determined. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there were impedances of over 4000 ohms on contact 8. The rep was able to cover the painful area through reprogramming. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.